Event description:
Semi-complaint euphora balloon delivered and inflated without issue. Balloon would not deflate and eventually had to be purposefully ruptured (inflated to 20 atm). Patient arrested, requiring impella cp and rp placement. Balloon shaft fractured and came out in two pieces (no kinking of shaft when advancing balloon). First balloon inflation.